Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 345 was not reproduced. A review of the event history log (ehl) revealed eighteen (18) occurrences of system error 345 messages. Seventeen (17) of them occurred during an infusion and one occurred while the user was in the biomed options this could have occurred during calibration run, but biomed actions are not recorded. The motor must be running for a system error 345 to occur. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified through the ehl, however inspection of the processor and input/output processor circuit board identified no issues with either component. The ultrasonic sensor requires replacement per the service procedure as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.